Event description:
(B)(6) study. It was reported thrombus on the device occurred. On (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed. Prior to the procedure, 75 mg aspirin and 75 mg clopidogrel were administered. Computed tomography at baseline did not show any evidence of intracardiac thrombus. A 35mm watchman flx laa closure device was successfully implanted with a complete laa seal with deployed device diameter of 27.5 mm. The patient was discharged with aspirin and clopidogrel. On (B)(6) 2020, the patient had a follow up where a laminar non-mobile thrombus of 0.9 cm2 was discovered on the atrial facing surface of the closure device. An atrial septal shunt of less than or equal to 3mm from left to right was also noted. The patient was on aspirin and clopidogrel.